Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred preoperatively while setting up equipment and caused no delay to the surgery. It was reported that the axiem box was not communicating in the software and it had a red status. The site cycled power twice without resolution. A manufacturer representative (mr) was onsite and stated that the issue occurred when the system was turned on and the em interface was run. The drive and noise were on blank status when the issue was occurring, and the emitter was plugged in. The axiem box was displaying an 8 and there was no change when the emitter was disconnected. The system was rebooted with the emitter disconnected and the em interface still showed drive and noise blank status and the axiem box had a code 8. The site unplugged the trackers and pushed the emitter cord back up into the cart roughly then upon the sixth reboot, the red status disappeared. The site was able to track and navigate without issue. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Manufacturing date was received.